Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer's blood glucose level. Customer service instructed the customer to fully charge the battery and followed up to confirm the issue. Upon confirmation that the battery was still depleting at an excessive rate despite normal usage activities, it was decided that the pump would be replaced. In the meantime, the customer planned to use manual daily insulin (mdi) to ensure continued insulin delivery.